Event description:
Caller alleged discrepant precision results using the inratio meter. Results as follows: date: (B)(6) 2010; inratio: 1.4; re-test: 2.2; re-test: 2.7. Nurse used a different finger stick each time, first two tests on the same finger, 3rd test on a different hand. The second test was done 5 minutes after the first test and the 3rd test was done 21 minutes after the 2nd test.

Manufacturer narrative:
Investigation pending.